Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon closing the paddle retractor during a laparoscopic right adrenalectomy, the frame of the paddle did not close completely, such that when they retracted the paddle, the plastic sheath tore. It was impossible to get the instrument into and out of the port. With force, they were able to remove the paddle and the issue was resolved. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Frame and cloth covering of paddle retractor was damaged. Introducer and the shaft of device was dented and bent at several points. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of damaged introducer and shaft may occur when the device is exposed to an excessive or improper force or retraction of a damaged paddle retractor is attempted. Replication of damage paddle retractor may occur when the paddle retractor is subjected to excessive manipulation or used for leverage. These forces may cause the tearing of the cloth and deformation or breakage of parts of the frame of the paddle retractor, resulting in improper functioning of the device. If information is provided in the future, a supplemental report will be issued.